Event description:
It was reported that during a lap hepatectomy procedure, when using the device, the tip was broken. There was no metal touching. There was no dropping of the blade. There was no fatal effect for the patient, but the surgery was delayed about 20 minutes due to exchanging of a new device. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.